Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited undersensing of a ventricular fibrillation (vf) episode. Technical services (ts) was consulted and upon review of the presenting electrogram (egm) the vf episode was believed to be externally converted as no shocks were delivered by the device; however, the rhythm was successfully converted. Ts provided reprogramming options and discussed further evaluation per physician discretion. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.